Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty inserting the needle into the septum of the cartridge with multiple attempts. Reportedly, the customer stated that believed the cause due to be poor eyesight. The customer's blood glucose level was 187 mg/dl. The customer was able to load a cartridge while contacting tandem technical services.